Event description:
It was reported that a device was used during an unknown procedure. The device stopped working, the blade was retightened and test tip was used and the handpiece still emitted a solid tone. Another device was used to complete the case. There was no consequence to the patient.